Event description:
During ablation procedure, a cardiac perforation occurred which required pericardiocentesis. The perforation occurred in the left atrium where the agilis was located. During the procedure, patient anatomy was difficult to navigate. The physician believes that the excessive force in the left atrial appendage while searching for the left pulmonary veins caused the perforation. The patient is currently stable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.